Event description:
Reference number: (B)(4). Event occurred in puerto rico, u.s. It was reported that the patient experienced infusion flow blocked alarm due to bent cannula during therapy event on 23-feb-2026. The site of insertion was abdomen. The infusion set was in use for one hour. During the event, patent was treated with correction dose from pump. No further information available.